Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) indicated a middle of life (mol) 1 battery indicator the day after being implanted. A boston scientific sales representative sent in a device memory disk to boston scientific's reliability assurance laboratory (ral) for stat analysis regarding possible premature battery depletion and device replacement. A boston scientific technical services consultant (ts) discussed possible causes of premature battery depletion and advised that the physician should consider device replacement now to avoid early depletion. No adverse patient effects were reported.